Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set had a bent cannula. The customer's blood glucose (bg) level was in the 400 mg/dl range with diabetic ketoacidosis. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and fluids, and customer underwent blood work. Reportedly, the customer was released 8 hours later with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to determine the infusion set type; however, the customer did not respond.